Event description:
Information was received indicating a smiths medical medfusion pump failed force sensor bridge test and exhibited clutch/plunger lever. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (b)4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the tube holder was found broken in the top case, bottom case was cracked by the l bracket pole clamp, the left plunger case was cracked, and the screw boss was broken inside the plunger head with visible contamination. A review of the event history log (ehl) identified force sensor bridge test and check clutch/plunger lever. During the functional testing the reported issue of the force sensor was able to be duplicated. The check clutch lever was unable to be duplicated during the functional testing. The root cause of the force sensor was a result of the customer's impact to the device. The root cause of the check clutch was unable to be determined. Replaced left plunger case (cracked). Replaced lead screw, left and right clutch halves as preventive measure. Recalibrated, performed self-test, infusion, and occlusion test.

Event description:
Additional information was provided that the details of the cause of the issue, or if the device was used on a patient at the time the event occurred is unknown.